Manufacturer narrative:
Unknown manufacturer: (B)(4). Device expiration date: unknown. Device manufacture date: unknown. (B)(4) investigation summary: no product or photo was returned by the customer. It was reported that the secondary set ran dry and pulled air into the main line. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd secondary set experienced flow issues. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Complaint 3 of 3 3 rns identified that they have experienced medication not infusing from the secondary set but only pulling from the main line. There was patient involvement, however patient injury and/or outcome was unknown. No adverse patient incidents occurred.